Event description:
It was reported that the battery level estimate displayed a decrease of approximately 14 months in a time period of 9 months and was suspected of exhibiting premature battery depletion (pbd). Technical services (ts) analyzed device data and determined that the power consumption has been increasing in a gradual fashion. No adverse patient effects were reported. Currently, this pacemaker remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that the battery level estimate displayed a decrease of approximately 14 months in a time period of 9 months and was suspected of exhibiting premature battery depletion (pbd). Technical services (ts) analyzed device data and determined that the power consumption has been increasing in a gradual fashion. No adverse patient effects were reported. Currently, this pacemaker remains in service. According to additional information received, this pacemaker was explanted and replaced with a new pacemaker device. No additional adverse patient effects were reported. As of today, this product has not been returned to boston scientific for additional analysis.

Event description:
It was reported that the battery level estimate displayed a decrease of approximately 14 months in a time period of 9 months and was suspected of exhibiting premature battery depletion (pbd). Technical services (ts) analyzed device data and determined that the power consumption has been increasing in a gradual fashion. No adverse patient effects were reported. Currently, this pacemaker remains in service. According to additional information received, this pacemaker was explanted and replaced with a new pacemaker device. No additional adverse patient effects were reported. As of today, this product has not been returned to boston scientific for additional analysis.